Event description:
The device was being utilized during a left ventriculography. During procedure noted myocardial stain of contrast. Did an echocardiogram and noted pericardial effusion. Performed pericardiocentisis and pt was taken to surgery. Following surgery, pt was not doing well and expired.